Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. No unexpected critical pump error (open book image) alarm and e/a alarm noted during the testing. Successfully downloaded history files and traces using thus. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 4 alarm and pump error 63 alarm (file number: 2005 line number: 9926) (variableinfo = 15) recorded and found in the formatted history files on: 05/19/2023 20:47:21.000, 05/19/2023 20:57:21.000, 05/19/2023 20:57:21.000, 05/19/2023 21:17:23.000, 05/19/2023 21:17:24.000, 05/19/2023 21:27:21.000, 05/19/2023 21:37:00.000, 05/19/2023 21:38:18.000. 05/19/2023 21:47:21.000, 05/19/2023 21:57:00.000, 05/19/2023 21:58:21.000, 05/19/2023 22:05:22.000, 05/19/2023 22:32:21.000, 05/19/2023 22:43:21.000, 05/19/2023 22:53:00.000, 05/19/2023 22:53:00.000, 05/19/2023 23:07:21.000, 05/19/2023 23:18:21.000, 05/19/2023 23:29:21.000, 05/19/2023 23:39:21.000 and 05/19/2023 23:50:21.000 due to rf driver anomaly, suspected on hw. Please see below for pump errors/alarms noted 2 days prior to the event date 19-may-2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 05/18/2023 02:06:08.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/18/2023 02:16:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/18/2023 13:23:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/18/2023 13:33:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/18/2023 13:41:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/19/2023 16:02:40.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/19/2023 16:03:01.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/19/2023 16:06:36.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 05/19/2023 16:08:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 05/19/2023 16:11:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, force sensor, motor or vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 4 alarm and pump error 63 alarm (file number: 2005 line number: 9926) (variableinfo = 15), suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error. Troubleshooting was performed and the customer was able to clear the alarm and complete rewind successfully.  No harm requiring medical intervention was reported. However, the customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.